Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Unrelated to this, the label on the back of the pump was torn, peeling and illegible. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 01/09/2014. There was no adverse event associated with this complaint.